Event description:
The complaint received states that during use the enterprise vrd and delivery (enc452212 / 10138492) had incomplete expansion. The patient had (B)(6), did embolization assisted with stent procedure. When the surgeon withdrew the mc and release stent found that the distal part of the stent could not be deployed. The surgeon recalled it and released again but still failed. Another same like stent was used to complete. Sample had been discarded. There was no report of injury for the patient.

Manufacturer narrative:
The complaint received states that during use the enterprise vrd and delivery (enc452212 / 10138492) had incomplete expansion. The patient had acom and syphilis, did embolization assisted with stent procedure. When the surgeon withdrew the mc and release stent found that the distal part of the stent could not be deployed. The surgeon recalled it and released again but still failed. Another same like stent was used to complete. Sample had been discarded. There was no report of injury for the patient. Lr packaging l/n# 10138492: per lake region report c 13,903: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10138492. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 15, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.